Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that high right ventricular lead impedance triggered a high impedance alert but did not trigger the lead integrity alert. The lead was reprogrammed, remains in use and will be monitored. No patient complications have been reported as a result of this event.